Event description:
When the surgical drape was removed the implant unexpectedly dislodged from the patient skull.

Manufacturer narrative:
Implant loss, likely due to implant getting stuck in surgical drape. There are no indications that the occurred is a result of manufacturing or component failure. This incident does not involve serious injury and is not considered a safety issue, but is reported due to the intervention required for the patient to be able to continue using the bone anchored hearing system.